Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient medication include: simvastatin, aspirin, pantozol, januvia, torem, novalgin. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On an unknown date, a type ii endoleak originating from a lumbar artery was identified. On (B)(6) 2011, the patient underwent an additional procedure whereby, the lumbar artery was coil embolized and the type ii endoleak was reportedly resolved. Additional information was not provided.